Manufacturer narrative:
Technical services evaluated the returned product and confirmed the image issue. Found the digital core intermittently failing. The device was repaired and returned. The product was evaluated for the reported malfunction and the malfunction will be tracked and trended to determine any additional actions. Additional part used: glidescope® avl monitor; catalog: 0570-0314; sn: (B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor with baton 3-4 the system would not display a picture. No back-up device was reportedly used. No delay in the procedure was noted. No harm to patient or user was reported.

Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services found digital core intermittent failure. They replaced the pcba core, upgraded the back shell and returned the device to the customer.